Manufacturer narrative:
At this time, the pacemaker has been returned but analysis has not yet been completed. This report will be updated upon completion of analysis.

Event description:
It was reported that there was suspicion that this pacemaker's battery was depleting prematurely. Reportedly, a device interrogation in august showed 1.5 years of battery remaining, but the device reached the elective replacement indicator (eri) three months later. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert.) The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
This supplemental report is being filed as device evaluation has been completed.